Event description:
The patient contacted animas on (B)(6) 2012 alleging his blood glucose (bg) had been elevated for the past 24 hours with readings between 300-400 mg/dl on (B)(6) 2012 due to a previously reported occlusion issue. The patient stated her bg was measured at "high" on the meter and had an "exceeds the maximum total daily dose" alarm on the pump. The patient reported she had hyperglycemic symptoms of increased thirst, blurred vision and a headache. No information was provided by the patient regarding how she was treating the hyperglycemia; however, animas customer technical support advised the patient to call her medical doctor if she was unable to control the elevated bg via the insulin pump and to discuss possible setting recommendations. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: during investigation, a review of the pump history showed the dates in total daily dose history were incongruent, changing from (B)(6) 2013 to (B)(6) 2013; from (B)(6) 2013 and from (B)(6) 2013 to (B)(6) 2013. The black box showed that the time and date reset to the default following a pump reboot. The daily insulin delivery totals appeared to be inconsistent due to the time/date issue. There was no data in black box or download histories from time of the reported high bgs due to continued use. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, the display was found to be dim and discolored. During testing, the pump was found to reset to the default time and date settings. Evaluation revealed that the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.